Event description:
The device has calibration issues. The dermatome has worked for 5 years and it has never been calibrated. It was also reported that the problem was because the device did not have one of the blade guides and so it did not permit optimal cut. No pt injury was reported. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.